Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the cgm was reading "low" and when the patient's spouse checked the patient's bg it was 400 mg/dl. The patient felt sleep and felt like vomiting. The spouse brought the patient to the hospital and when a bg was checked there it was also 400 mg/dl. The patient was treated with medication via IV and was monitored until her bg was in normal range. The patient was discharged from the hospital the same day. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.